Event description:
It was reported that this was a venotomy closure of the left common femoral vein using the pre-close technique via a 6f sheath hole prior to an atrial flutter ablation procedure. Reportedly, the suture was stuck in the device making it hard to remove the device from the patient. The suture was cut to free the device. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 10f sheath and the atrial flutter ablation procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.